Manufacturer narrative:
The company sales representative was present at the time of the incident. The co sales rep called the co technical support specialist; they did some troubleshooting, but couldn't clear the error message. The company service representative examined the system and found one phaco handpiece was causing the error message. The system was tested and met all product specifications. The company service representative recommended at the customer exchange the phaco handpiece. A review of complaints for the last 36 months did not indicate any additional reports for this system nor did it indicate adverse trends for the reported issue. Additionally, a review of the service history for this system did not indicate any additional related service requests for this unit nor did it indicate adverse service trends for the reported event. This report mailed in to FDA on: 07/11/2008.

Event description:
The customer reported a loose tip error message displayed and it could not be cleared. There was a one (1) hour delay in case with the patient waiting on the operating room table. In order to complete the case, another system was brought in from another facility. The last case of the day was cancelled. There were no patient injuries reported.